Event description:
It was reported that the zimmer air dermatome was taking too thick skin graft. There was no report of injury or medical intervention associated with the incident.

Manufacturer narrative:
The device was returned to the MFR for repair. The service records indicate that the device is 6 years old; the last repair was on (B)(4) 2011, for a non related issue. The inspection found that the device met all performance specifications. Unable to determine a cause of the reported complaint. This device was in specification and pass all performance testing. The device was serviced and returned to the customer.